Manufacturer narrative:
(B)(4): final report . The failure mode was confirmed based on the photo provided by the reporter. It looks like the peel tab of the seal had not been folded properly. The device details were provided and the manufacturing records were identified and reviewed. The part was considered as packed according to specifications at the time of manufacture. No part from the affected batch was remaining under corin control, therefore no sampling could be done. It was reported that 7 parts had been implanted and no other complaint was received on parts from this batch. Based on this, this is considered to be an isolated case and the root cause is operator error. Based on this, this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4): initial report. The device details were provided. The manufacturing records will be identified and reviewed. The return of the device was requested. It will be reviewed upon its return. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex primary tibial baseplate packaging: the tyveck of the inner blister was found to be open when opening the tyveck of the outer blister. The part was not implanted. This caused a surgical delay of more than 30min.